Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed pacing impedances of greater than 2000 ohms and noise. The patient was to be seen in clinic at a later date. The were no adverse patient effects reported. The system remains in service.